Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. As the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil failed to be detached with the instant detached. The instant detached was used one time and then manual detachment was attempted. However, the hypotube was broken in the wrong location. The coil was removed. No patient injury occurred. The instant detacher was lost and will not be returned. The instant detacher was used with other coils without any problem. New coils were successfully implanted. This event occurred aneurysm in the middle cerebral artery that was unruptured and fusiform. The anatomy and blood flow were normal.